Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the chamber dome was cracked, with the cracks starting at the base and stretching towards the top of the dome. The main crack was under one of the ports. A lot check revealed one other complaint of this nature for lot 120803. Conclusion: we are unable to determine the cause of the cracks, though it is known that pressure in excess of 80cmh2o may affect the integrity of the chamber and result in this type of cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported leak only developed after the chamber was released for distribution. The chamber would have met the required specification at the time of production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).

Event description:
A hospital in (B)(6) reported that water leakage occurred at the connection between the chamber dome and the base of an mr290v humidification chamber after one week of use. No patient consuquence was reported.